Event description:
The patient was first implanted with vns in 1998. The physician reported that the patient had his best seizure control between 2007-2009 where he experienced 11-20 seizures per year. However during 2015 the patient had 107 seizures. The patient's settings were adjusted to the settings that the patient's caregiver felt he had the best seizure control. The patient then had 4 days without seizures however he then began having a seizure most days. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a generator replacement and since the surgery the patient's mother felt that he had "not been right since". The patient's previous physician had retired and the new physician was having trouble getting his seizures under control. The settings were adjusted multiple time in an attempt to control the seizure condition. The patient had been tried on different medications however the medication changes exacerbated his seizure frequency. No additional relevant information has been received to date.